Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Referenced article: "cardiac-resynchronization therapy for mild-to-moderate heart failure." New england journal of medicine. December 16, 2010;363(25):2385-2395.

Event description:
A journal article was reviewed that contained information regarding these leads. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: perforation, hemo/pneumothorax, pocket hematoma, pocket infection, tamponade, coronary sinus dissection, device pocket problems, and lead dislodgement. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.